Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that the insulin pump had been alarming no delivery. Troubleshooting was performed, and the insulin pump passed the prime test. Advised the customer that he might want to try a different infusion set as the one he is using may not be appropriate for his body type. Nothing further was reported.